Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. . The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device in right lower lobectomy. 5 firings to interlobar tissue and vessel were completed with no problem. At the 6th firing, the resection of bronchus at right lower lobe, the surgeon clamped the tissue and started the firing; however, the handle became stiff. The surgeon could squeeze the handle partially but the handle became stiff on the halfway and could not squeeze it. The tissue was slightly resected at proximal end. A crack sound was heard, they stopped using the device. They pulled the black return knob back to the initial position. Some malformed staples were deployed on the tissue. Replaced by a new handle and a new cartridge, and the surgeon resected the tissue of the central side, and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
(B)(4) (tissue resection). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device in right lower lobectomy. Five firings to interlobar tissue and vessel were completed with no problem. At the 6th firing, the resection of bronchus at right lower lobe, the surgeon clamped the tissue and started the firing; however, the handle became stiff and the surgeon could not squeeze it. A crack sound was heard, they stopped using the device. They pulled the black return knob back to the initial position. Some malformed staples were deployed on the tissue .the tissue was slightly resected. Replaced by a new handle and a new cartridge, and the surgeon resected the tissue of the central side, and the firing was completed with no problem. The status of the patient was reported as no problem.